Event description:
The customer reported a unicel dxh 800 coulter cellular analysis system failed daily check for hemoglobin (hgb) on startup. Beckman coulter (bec) customer technical support (cts) troubleshooted the instrument with the customer, but could not resolve the issue. Bec field service was dispatched to the site. There were no erroneous patient results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse cleaned the inside of the hgb chamber (hgb) to resolve the reported issue. (B)(4).